Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure involving both cryoablation and radiofrequency, the patient experienced ventricular fibrillation (vf) arrest. Initially, the pulmonary veins were ablated using cryoablation. It was noted the patient's oxygen saturations had dropped during the last freeze. The patient then had radiofrequency with another manufacturer's catheter to ablate the posterior wall. Patient then experienced an extremely low rhythm which progressed to ventricular fibrillation. Resuscitation measures, which included cardiopulmonary resuscitation (CPR) and external shocks were carried out. The patient was admitted to the intensive care unit. It was further noted patient had sustained fractured ribs, possibly related to the chest compressions. The procedure was completed using both cryo and radiofrequency with another manufacturer's catheter. No further patient complications have been reported as a result of this event.